Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 420 mg/dl. The customer was treated for high blood glucose with bolus. Customer was emergency room as a result of high blood glucose. Customer was admitted in the hospital yesterday morning. Customer's blood glucose was time of admission was 529 mg/dl. Customer cause of hospitalization was diabetic ketoacidosis. Customer is currently in the hospital. Customer was wearing the pump at time of hospitalization. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 100 mg/dl. Customer reported the drive support cap is sticking out. Customer stated that he pressed the cap while connected. The customer was advised that the device would be replaced. The customer was advised to follow their medically prescribed backup plan.